Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The report was duplicated and the analog board was replaced to remedy the problem. The analog board was scrapped. Analysis for reports of this type has not identified an increase in trend.